Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012 the patient/lay-user's mother contacted lifescan (lfs) alleging that her daughter was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(4) 2012 and obtained the following information. The patient's mother reported that on two separate occasions on (B)(6) 2012 at 12:00 am and on (B)(6) 2012, at 12:00 am, her daughter suffered a seizure. She reported that once the seizure started, her daughter was tested using the subject meter on (B)(6) 2012, at 12:05 am and obtained a glucose result "100 mg/dl" on the subject meter and "50 mg/dl" on an ems meter, done less than 30 minutes apart of each other. The second event took place on (B)(6) 2012, at 12:05 am; the patient's glucose was tested and obtained a glucose result of "76mg/dl"on the subject meter and "45 mg/dl" on the ems meter. These tests were also performed less than 30 minutes apart of each other. Based on statistical methodology, for both events the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She was unable to recall results previously obtained on the subject meter, before her daughter's symptom developed. The patient's mother stated that on (B)(6) 2012, at 12:00 am, her daughter was managing her diabetes with humalog 1u per hour (pump therapy) and due to the alleged issue she continued taking her usual dose of medication. In response to her symptom and to the low result they obtained on their ems meter, on (B)(6) 2012, at 12:20 am ems treated the patient with glucose tablets/gel and at 12:40 am they tested using their ems meter and obtained a glucose result of "76 mg/dl." During the second event on (B)(6) 2012 at 12:10 am, in response to her symptom and their low result, ems treated the patient with glucose tablets/gel. It was also reported that ems tested the patient again with their ems meter on (B)(6) 2012, at 12:40 am and on (B)(6) 2012 at 12:20 am and obtained a glucose result of "76 mg/dl." There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.